Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
A distributor of infutronix received a complaint from a patient reporting that they "accidentally pulled the yellow connector off of the pump tubing". The pump was powered down and therapy suspended until they can speak to their doctor. The doctor instructed the patient to remove the catheter. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.